Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual and x-ray inspection of the lead body and electrode tip found no anomalies; resistance testing returned measurements within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) as a result of dislodgement. A revision procedure was performed the following day at which time the physician attempted to reposition the lead but was unsuccessful. The lead was extracted and an alternate lead implanted without consequence. No adverse patient effects were reported.